Event description:
It was reported that premature battery depletion was suspected. A dramatic drop in battery voltage was noted since (B)(6) 2011. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion could not be confirmed in the laboratory. Based on all available device and usage information, a longevity calculation found the device within normal limits. The cause of premature battery depletion was not conclusively determined.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.